Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the duplicate address detected issue was confirmed by the fse. According to work order #(B)(4), the fse identified pocket recovery issues showing a duplication message. After powering down the machine, the row board cable was replaced, and all trays and pockets were cleaned. Diagnostics and customer verification confirmed proper operation with no further issues. The assy cable ribbon rowboard (p/n 150825-01) was received and dchu confirmed to be in good condition with no anomalies observed. The rowboard cable was tested on the esd table using a calibrated digital multimeter after proper positioning, the cable passed the continuity test. With all pins function properly. The rowboard cable was installed in a known good half height drawer for hardware testing. The drawer was repeatedly opened and closed, with cubies detected, opened, closed, and ejected. Finally, these tests were also performed with two random cubies. All tests passed with no cubie failures. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the failure could not be determined, as the failure was not replicated, and no cubie failures or any other anomalies or intermittent behavior were detected during the testing of the returned ribbon cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failed with error message as duplicate address detected. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the failure could not be identified, as the issue was not replicated and the ribbon cable functioned normally during testing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the cubies in drawer 6.2 were failed. A field service engineer (fse) turned off machine and replaced the row board cable. Then cleaned all trays and the pockets. After that all things recovered correctly machine correctly working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failed with error message as duplicate address detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.